Manufacturer narrative:
(B)(4). Method: the complaint opt316 cannula was returned to the fisher & paykel healthcare (B)(6) for evaluation. The complaint cannula was visually inspected. Results: the visual inspection revealed that one of the cannula tube was disconnected from the swivel connector of the complaint cannula device. No damage was found along the tubing of the complaint cannula device. A lot check revealed no other complaint of this type for lot number 121106. Conclusion: the damage to the complaint device was most likely caused by inadvertent pulling of one side of the swivel grip with excessive force. A pull test is performed on samples of optiflow junior cannulas during production, where the operator confirms that the sample can withstand a peak load of 10 newtons of pull force in a 2 minute period. The optiflow junior cannula is 100% leak and occlusion tested at the production line. The complaint product would not have passed this test if it was in a damaged state during production. This suggests that the product was damaged after it was released for distribution. The user instructions that accompany the product state: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not stretch or crush tube."

Event description:
A hospital in (B)(6) reported that one of the cannula tubes on the opt316 optiflow junior cannula was disconnected from the swivel connector. No patient consequence was reported.